Event description:
A (B)(6) old female pt had a total hip replacement in (B)(6) 2011. In (B)(6) 2012, she complained of a "clicking sound when she seats and crosses her legs" and when she has walked for a certain "period of time". The pt underwent revision surgery on (B)(6) 2012 due to loosening of the liner.

Manufacturer narrative:
The manufacturer received the device. Once the investigation has been done and the results become available, an updated report will be submitted. (B)(4).